Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. This condition was found to be caused by an intermittent lower link switch. The lower auxiliary assembly was reproduced to correct this condition. Additional information: intermittent or loose connection.

Event description:
It was reported that a spectrum pump experienced system error 322 in the intensive care unit. It was also reported there was no patient injury.